Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software analysis reviewed the archive. Archive contained 3 CT exams and all the CT exams were having 5 mm slice and thickness, which are not as per the stealth protocol. Hence software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that the scans were brought into the operating room late and the patient had already been induced and ready to drape. It was noted that the scans were poor with less than seventy 5 mm slices. A clinical specialist (cs) told the site that they could not guarantee accuracy with the scans and that they needed scans under 3mm slices. The surgeon stated that they would not expose the patient to more radiation for 1-2 mm slice thickness. The surgeon attempted the registration, but did not use navigation for the shunt placement as it was not accurate. There was no impact on patient outcome.